Event description:
A tech reported that the laser stopped tracking during surgery and they had to abort the case. Add'l info has been requested on multiple occasions, but none has been provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).